Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 858mg/dl by the time the paramedics were called. It was stated that the customer was vomiting and had diabetes ketoacidosis. The customer's blood glucose was treated with an insulin drip. Troubleshooting was performed. The time and date were incorrect. Assisted the nurse with correcting them. Reviewed the alarm history and found weak battery and no delivery alarms. Instructed the nurse to run a manual prime test and the insulin did exit. No further information was provided.